Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a noisy motor during the rewind due to a faulty motor. The vibrator motor was noisy during the self test due to the adhesive bond not adhering on the vibrator motor. The insulin pump was received with minor scratches on the display window. A cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked battery tube threads and a missing end cap sticker.

Event description:
Customer reported that the insulin pump makes a lot of weird noises and the vibration is louder than normal. Customer stated that there were cracks on the front of the insulin pump and pieces were missing on the rim of the reservoir. Customer's blood glucose reading at the time of the call was 130 mg/dl. No further information reported.